Manufacturer narrative:
This patient also has a second device related to this event. Please reference MFR report #2015691-2017-01021.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the serial number was not reported. This event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this female patient underwent aortic valve replacement of her 21 mm edwards valve due to due to calcification leading to mild aortic stenosis of the aortic valve (mean gradient 13 mmhg). The implant duration of the subject device was seven years and eight months. At explant, it was observed that the struts of the valve were engulfed in the wall and the leaflets were thickened. The 21 mm valve was replaced with a non-edwards valve with no reported complications. The patient was noted to be in good condition.